Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate, there was no aiming beam and laser being emitted from the fiber, after pressing the console footswitch. The fiber was exchanged, and the procedure was completed without patient complications. The fiber was returned for analysis and the testing conducted identified a fiber body break between the input connector and the control knob.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. It is probable that manipulation during insertion of the fiber into the scope contributed to the break. According to the instructions for use (IFU), bending the fiber in sharp angles and pressing the fiber into the tissue may result in fiber damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.